Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025 the patient reported they had developed an infection at the pod¿s insertion site (left arm) while wearing the device between 36 and 48 hours. On (B)(6) 2025 the removed the pod from the site due to pain and noticed swelling and puss at the site. The cannula had blood on it when removed. She also experienced trouble standing up, dizziness, nausea, and the pod site became irritated and hot to the touch. On (B)(6) 2025 the patient sought medical attention at the emergency room where they were diagnosed with cellulitis/ infection at the pod site and was given an unspecified pain injection, unspecified antibiotic injection, and prescribed an unspecified oral antibiotic to go home. She left the emergency room after approximately 4 hours. A new pod was successfully placed. The patient had discarded the pod when removed so it is unavailable for investigation.